Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported single leaflet device attachment (slda) and difficulty grasping appear to be related to patient morphology/pathology. The reported patient effect of unchanged mitral regurgitation (mr) was a result of the slda. It should be noted that while there was no change in mr, the reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip nt system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the single leaflet clip attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets, and grasping was difficult due to the challenging anatomy. The leaflets were grasped, and deployment was started; however, after the clip was implanted, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No further mitraclips were attempted to be placed and the procedure was completed. The mr remained at 4 with one clip implanted. No additional information was provided.